Manufacturer narrative:
The large suturecut needle driver instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure was attributed to a component failure. The large suturecut needle driver (part# 471296-07/ lot/serial# (B)(4)) was last used on (B)(6) 2022 on system (B)(4) with 14 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing , the large suturecut needle driver instrument had exposed wire at instrument tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer noted that the reported event occurred in central processing, and there was no report of exposed wires on the the instrument prior to central processing. There was no patient involvement.